Event description:
The covidien representative in (B)(4) received a report that stated: upon initial intubation, the patient choked and coughed. The customer performed suctioning and they felt like something was caught at the time. After 5 minutes of use, the patient choked and coughed again and it was confirmed that the flange had come off the tube. The tube was removed immediately from the patient's trachea and the patient was recannulated and no harm to the patient was reported.

Manufacturer narrative:
The sample was received and the investigation is currently in progress. If significant information is obtained from the investigation, a summary of the investigation results will be provided in a supplemental report.